Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device pump is alarming no disposable clamp for the tubing. Troubleshooting to include pump restart was performed, but the pump continued to alarm. There was no patient injury reported.